Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature labour ("preterm labor issues") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient ((B)(6)) who had essure (batch no. 689928) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included (B)(6). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced premature labour (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: the plaintiff experienced four pregnancy episode with essure in (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2016 captured under cases (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.